Event description:
It was reported that the patient sought medical assistance due to a pod error hazard alarm on his omnipod. The customer stated it had affected his hearing due to alarm being too loud. The patient stated that the medical professional numbed their ear and gave them a steroid injection to help with the pain. Patient safety reached out to the patient and they confirmed having history of a head injury and tinnitus. Following the pod alarm event on august 29th the customer reported hearing loss still remains and has been confirmed in his left ear during a follow-up appointment with his specialist. The customer also reported receiving a steroid injection, however no improvement in his hearing or symptoms were noticed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hearing problems lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.